Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician placed three initial ruby coils into the aneurysm using a lantern delivery microcatheter (lantern). While advancing a new ruby coil through the same lantern, the physician experienced resistance and did not like the placement of the coil in the aneurysm. The ruby coil was coming back into the splenic artery so the physician decided to remove and resheath the coil. Upon removal, the ruby coil unraveled into multiple pieces and "strung out". The pusher assembly was retracted but the coil remained partially in the lantern and some in the aneurysm. The physician then used a syringe to aspirate the ruby coil back and was able to get it to the hub of the lantern; however, he noticed that it was just the stretch resistant (sr) wire so he pulled it back and consequently, the sr wire broke. Next, the physician attempted to remove the remaining coil by removing the lantern but the coil did not come back and remained partially in the non-penumbra diagnostic catheter and the aneurysm. The physician then decided to reposition the diagnostic catheter into the coil mass and inject saline through it. Thereafter, the ruby coil was flushed into the splenic artery instead of the coil mass. The procedure ended at this point since the existing coil mass was sufficient. There was no report of an adverse effect to the patient.